Event description:
It was reported to philips that the heartstart xl defibrillator displayed ECG but would not deliver a shock when the discharge button was pressed. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.